Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. Starting about two and a half years prior to (B)(6) 2016, the patient experienced a loss or change of therapy and the device was no longer working for her. At that time, she was diagnosed with three rectoceles and after they were corrected, she did not have the "feeling to urinate." The patient went to the hospital for pain and she had 1400 cc's of urine in her bladder that was causing the pain and was taken out. She was working with her doctor to have the device taken out, but she was "active c. Diff." (Clostridium difficile) so she couldn't have general anesthetic. The patient also noted having systemic mast cell activation syndrome and a lot of other health issues that were causing problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.